Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when the appendix was being resected, it was noted that bleeding occurred for there was incomplete staple line. Surgeon used another device to stop the bleeding. Surgical time extended with 30 minutes or more due to the product problem.